Event description:
The patient reported that she had low blood platelet count, bleeds easily and upon removal there was a lot of bleeding. She scratched the site which led to a site infection. She went to (B)(6) hospital in (B)(6) and they diagnosed her with (B)(6) infections. They placed her on antibiotics, given her cream for the site and she had some blood test done. She did not remember the date when this happen and the pod was disposed of.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to access if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.